Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Following explant of iol (intraocular lens), new lens was implanted. New lens model was a non-amo lens with 17.0 diopter. (B)(4). The returned sample was inspected at the manufacturing site under 12x microscope magnification. The lens optic was in one (1) piece. One of the haptics was damaged and torn, most probably related to the explant process. Visual inspection revealed lens can be identified as tecnis multifocal acrylic 1-piece intraocular lens (iol) because of the presence of diffractive ring pattern on the optic. Lens was contaminated with dust particles present, which is consistent with a lens that has been out of sterile environment. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that the production order was manufactured according to specifications. There are no associated nonconformity material reports with respect to the production order number. Review of the sterilization records showed no deviations. Results of environmental monitoring records showed no deviations for the associated production order number. The manufacturing record review indicated that the product met manufacturing release criteria. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure, from patient's right eye, as patient was displeased with the outcomes due to blurred vision. The incision was enlarged to remove the lens but vitrectomy was not performed. No patient complications were reported. Patient was seen for a post-operative visit. Patient visual acuity for right eye was 20/40 and for left eye it was 20/30. Patient noted blurred vision sometimes.